Manufacturer narrative:
The account found the side rail release arm bent and the side rail latch is broken. The account replaced the side rail latch and release arm to resolve the issue.

Event description:
The account alleged the side rail does not latch. No pt impact.